Manufacturer narrative:
Patient information was unavailable from the site. H3/h6) software analysis found there was insufficient information to determine the root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the application completed without permission from the user. Rebooting the navigation system restored functionality but the issue recurred three times during the procedure, rebooting was performed after each occurrence. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. Additional information was received. The software exited without prompt.